Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract] . String broke - tampon [device breakage] . String broke, tampon was stuck inside [complication of device removal]. Case narrative: consumer reported via phone that the tampon string broke. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract]. String broke - tampon [device breakage]. String broke, tampon was stuck inside [complication of device removal]. Case narrative: consumer reported via phone that the tampon string broke. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.